Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd¿ alaris pump infusion set was cracked. The following information was provided by the initial reporter, translated from spanish: "I take this opportunity to tell you that we continue to find serum systems in which the reservoir cracks."

Manufacturer narrative:
H6: investigation summary: no model or lot number has been provided to assist the investigation. The details of this feedback were forwarded to the manufacturing site; however the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that there have been other complaints for cracks to this drip chamber component, however this is considered a rare occurrence. In response to previous similar feedback, bd has successfully performed an extensive review of alternative drip chamber materials. Initial testing indicates that alternative materials can further reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed prior to the release of this new component. H3 other text : see h10.

Event description:
It was reported unspecified bd¿ alaris pump infusion set was cracked. The following information was provided by the initial reporter, translated from spanish: "I take this opportunity to tell you that we continue to find serum systems in which the reservoir cracks".